Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 8/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and increased metal ions (no labs provided). The part/lot is being updated for the stem. The complaint was updated on:9/17/2015.

Event description:
Patient was revised to address pain and high metal ion levels. Update rec'd 4/30/2015- litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and elevated cobalt and chromium metal ions. An unknown stem is now being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**It should be noted the reported femoral stem has already been investigated on com-(B)(4). No new investigation*** examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the femoral stem product/lot code combination. Previous review of the remaining product/lot device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information made available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.